Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was analyzed. There was insulation abrasion through to the conductor coil on the lead approximately 62 to 68 mm from the is-1 terminal pin. The abrasion itself was jagged in appearance and curved upward. In addition, the inside diameter of the outer insulation tubing has distinct impression of the adjacent coil filars. The morphology of the insulation breach is indicative of lead-on-can contact with the lead being slightly twisted in the contact location. Further analysis found evidence of melted metal due to arcing damage on the outer edges of the conductor coil in this location. Resistance testing was performed and found that the rate/sense coil was electrically continuous and had not fractured, despite the damage found on the lead. Analysis of the associated ICD confirmed that the lead experienced arcing damage due to a shorted lead condition. Laboratory analysis confirmed that the breach in the insulation resulted in the lead shorting to the device during a high energy shock delivery. The damage to the insulation is consistent with lead-on-can contact that most likely occurred while implanted.

Manufacturer narrative:
The crt-d and lead were successfully replaced and will be returned for immediate laboratory analysis. Once the products are returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) underwent a revision due to the device reaching end of life (eol). During the procedure, it was discovered that there were arc marks visible on the device case as well as arcing damage on the insulation of the associated right ventricular defibrillation lead. The crt-d went into eol after delivering high voltage shock therapy. It is unknown if the shock delivery was effective for the patient. No other adverse patient effects were reported.

Event description:
The lead was returned and analyzed.